Event description:
Report rec'd of tubing separations at the middle y-site injection port of a three port tubing set. The customer reports that "there were three incidents of the middle port pulling apart during demoral injections." The tubing sets were reported to have primed without problem and hung on the pts to infuse lactated ringers. Under the pressure of the demerol injections the tubing pulled apart at the proximal end. Two pts experienced bleed back and one pt experienced minimal blood loss. The pts IV sites remained pt. The tubing sets were changed and the IV infusions were resumed. No report of adverse pt effect. Add'l pt info was requested, but no further info was available.